Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen, including international normalized ratio (inr) values, for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications if there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced cerebral bleeding after a severe head trauma that occurred at home. The patient passed away. The vad (ventricular assist device) coordinator was not aware of any alarms prior to the head trauma. The pump was working as intended during the time of support. The outcome was not considered to be device or therapy related.